Event description:
Reporter alleged obtaining on a patient a discrepant blood glucose result of 112 mg/dl on the inform system 1 compared back to back with a result of 345 mg/dl on the inform system 2 when testing was performed less than 10 minutes apart. Reporter alleged, at another time, a discrepant blood glucose value of hi (greater than 600 mg/dl) back to back with a result of 158 mg/dl when testing was performed within 10 minutes on the same inform system 2. Reporter stated that at a different time, another comparative test of hi (greater than 600 mg/dl) was performed back to back with a result of 111 mg/dl, within 10 minutes on the same system. Reporter stated that at a different time, another comparative test of 64 mg/dl was performed back to back with a result of hi (greater than 600 mg/dl) within 10 minutes on the same system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the subject device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (not number 550005, expiration date 01/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 1.